Event description:
MFR received a report of a bolt shearing on a pt lift during transfer. This allegedly caused the lift to fall onto the pt and resulted in a laceration requiring stitches. The lift was 22 yeard old and has been discarded by the user facility. Evaluation by the MFR was not possible.